Event description:
It was reported that during a da vinci-assisted surgical procedure, the right high resolution stereo viewer (hrsv-r) displayed black screen. Prior to calling dvstat, the customer performed hard power cycle of the surgeon side console (ssc) and resolved the issue. The customer was continuing the procedure robotically without further issue. No known impact or patient consequence reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on and the system initially powered on without errors. Video recording of the procedure was not available for isi review. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. After completing the procedure, the fse found that the right high resolution stereo viewer (hrsv) of the surgeon side console (ssc) displayed black screen upon powering on. The hrsv was replaced to resolve the issue. The system was tested operated without error and verified as ready for use. Isi has received the hrsv involved with this complaint and completed the device evaluation. The failure analysis investigation could not replicate nor confirm the customer reported complaint ¿black screen in hrsv-r¿. The monitor was installed in the printed circuit assembly (pca) system. The system started up without any errors; 10 power cycle was performed without any issues. The system was booted up in normal mode and was idle for 10 minutes without issues (this is an intermittent issue). No image/video investigation required as no image or video clip for the reported event was submitted for review. An event verification confirmed the procedure was performed on the reported event date (B)(6)2022 on system sl0361. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the customer found the right hrsv of the ssc displayed black screen and power cycle resolved the issue. The fse reproduced the issue upon powering on the system and replaced the hrsv. System unavailability after start of a surgical procedure (first port incision) could lead to the procedure to be converted/aborted. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.